Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose and customer alleges insulin pump was under delivering. The customer blood glucose level was 279 mg/dl at the time of incident and the current blood glucose of the customer is 265 mg/dl. The customer was assisted with performing the high pressure test. And test results was passed. The customer did not provide details regarding symptoms and treatment of high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. And the displacement test. Installed a water filled test reservoir, and primed insulin pump. Set a basal rate for and monitored the insulin pump for three days. Several boluses were programmed and delivered. All basal profiles and programmed bolus delivered their indicated amount and were verified in the summary history screen. The units left at insulin pump display matched properly the units left at the test reservoir. No delivery anomaly, bolus anomaly, basal anomaly, or reservoir compartment anomaly noted during testing.